Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. Upon arrival the fse observed bubbles in the wash pump and fluid in the waste filter container indicating that air was entering the fluidics sub-system. The fse replaced the fluidics manifold (which includes the wash and precision valve assemblies), the waste filter bottle and tubing. After the repairs were completed, all verification testing (system check, high sensitivity system check, precision testing and quality controls (qc)) passed. In conclusion, the cause of this event was due to multiple hardware malfunctions. Due to several components being replaced simultaneously no one sole contributing part could be identified.

Event description:
The customer contacted beckman coulter (bci) to report obtaining an elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay analyzer serial number (B)(4). The initial access accutni+3 result obtained for the patient resulted at less than (<) or equal to 0.03 ng/ml. The same patient was redrawn later and a result of 0.11 ng/ml was obtained. This result was above the assay's normal reference range. Again, the patient was redrawn and tested for troponin I levels. The result obtained matched the first result at less than (<) or equal to 0.03 ng/ml. The customer noted that due to the elevated access accutni+3 result obtained there was a change to the patient's treatment. However, the customer could not supply the exact nature of the treatment or to what extent the change was. Therefore, there was a change to patient care/management in conjunction with this event. There was no report of death associated with this event. System performance indicators such as assay calibration curve passed prior to the event. However, a routine system check performed after the event failed due to an elevated washed %cv (percent coefficient of variation) parameter. Repeat of this test on the same day produced passing results. The patient's sample was collected in a light green topped plasma tube which was centrifuged for six (6) minutes at 4,500 rpm (revolutions per minute) at room temperature. A bci field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.